Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
D4: (B)(4). Visual examination of the returned product identified the strike plate shows signs of repeated use with strike marks and nicks. There were cosmetic damages along the handle, nicks and gouges. Inspection confirms the impactor pad has fractured and all the pieces were returned. Item and lot number verified. Product was sent to sem for further analysis: the returned device was reviewed with visual examination and optical microscopy using a keyence vhx-1000 digital microscope. The fracture likely initiated at the thread interface due to torsional overload with fracture surface artifacts of hackle marks and river lines suggesting bending overload as the final failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon was using the secondary glenosphere impactor during a reverse total shoulder. Subsequently, the tip of the impactor fractured off. Another instrument was used to complete the procedure. There was not patient injury as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.